Event description:
A dual chamber implantable cardioverter defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately two months post the device system implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow-up is in progress. The decision to report was determined based on information that was available at the time of decision. Should additional information become known through follow-up, it will be added to the event and processed accordingly. A cause of death has been requested and not received. Concomitant product: (B)(4) implantable cardioverter defibrillator 2012 (B)(6). (B)(4).

Event description:
A dual chamber implantable cardioverter defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately two months post the device system implant. A cause of death has been requested and not received.

Manufacturer narrative:
Evaluation summary: the lead was returned, analyzed, and analysis results revealed no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.